Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient developed infection in both underarms about 2 weeks after treatment. Physician initially prescribed oral antibiotic augmentin; second prescription of clindamycin was also given. Last report says patient significantly better but a couple of small cystic areas remain.